Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the device incurred an error after interrogation. The system fan was also found to be noisy.

Event description:
It was reported the programmer displayed an error message, upon device interrogation, despite use of the service disk to correct the error. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.